Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 540 mg/dl, 359 mg/dl, 157 mg/dl, 514 mg/dl, 392 mg/dl, and 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.